Event description:
It was reported that the pump initially experienced a different malfunction before displaying malfunction code 0, which was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.